Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen needle 32g 4mm 14pack xtw was clogged. This occurred on 20 occasions before use. The following information was provided by the initial reporter: customer started to get the treatment for diabetes on 2019.12.24 through the first hospital, by the nurse station, customer had bought the product, it was used with reed or novoray injection pens, during 2020/01/23 & 2020/01/24. During installment, it was found that the needle didn't flow the drug, and there were three box, a total of 20 products, product registration number, batch number, article number were the same.